Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a critical pump error. The customer¿s blood glucose level was unknown. They reported that the insulin pump was making noise and it should shut down and could not turn it the screen on. Customer stated that they were just getting out of hot tub and it started beeping. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that the display did not return after restart. The customer reported that the insulin pump was exposed to moisture. The customer reported that they did not receive any other alarm prior to the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank flashing white display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Critical pump error (open book image) unknown.